Event description:
Hosp reported "pt had a right total hip arthroplasty 10/00 secondary to avascular necrosis. Pt has continued pain since tht time. X-ray shows shifting of cup. Pt was admitted for revision of right total hip. The femoral comp and acetabular comp were removed and replaced."